Event description:
Reference number (B)(4). Event occurred in bahrain. It was reported that the patient faced an infusion set bent cannula event on 24-feb-2026. The event occurred on the second day of insertion. The insertion site was the lower back. The infusion set was in use for a few hours. The blood glucose level was 14.4 mmol/l, and the patient was treated with insulin pens. The patient replaced the infusion set and resumed insulin successfully. No further information available.